Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided the customer with instructions on how to reset the pump, assisted in the process, and the issue did not recur after the reset. The customer was instructed to call back if the malfunction code appeared again, and they acknowledged and understood these instructions.